Manufacturer narrative:
Submitted: 11/24/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: device evaluation: on investigation, the pump alarmed with a call service alarm 069 during start up. A language corruption occurred at a component on the printed circuit board resulting in the call service alarm.

Event description:
The pump was returned for investigation. Investigation revealed a single component failure on the printed circuit board. This report is made based on results of investigation completed on 11/02/2015.